Event description:
It was reported by the customer that their insulin pump had alarmed weak battery and failed battery test. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Customer stated they are not using the approved battery type for the device. Advised customer to us correct batteries and to monitor device. Customer's blood glucose level was 377 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.